Event description:
It was reported that the patient experienced a possible perforation, nerve stimulation, diaphragmatic stimulation, and muscle stimulation from pectoral to mid-chest level. The right ventricular (rv) lead had no capture, high impedance, decreased r-wave sensing, and was dislodged. The rv lead was repositioned to another location in the apex of the heart and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).